Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed a high, out of range (oor) shock impedance value. It was discussed that the lead is fairly new single coli, which tend to have higher impedances due to the smaller surface area. It was recommended to consider increasing the oor upper limit alert and continue to monitor. Furthermore, a commanded shock at some point was recommended to see what the actual delivered impedance is if the shock impedance continue increasing. The crt-d and the rv lead remain in service. No adverse patient effects were reported.